Event description:
Information was received from a manufacturer's representative (rep) regarding an external device.  The reason for call was caller stated they are prepping for new implant case and when they installed the battery pack in the controller, the screen didn't light up. Caller has been charging controller for an hour but as soon as it's unplugged from the wall, the screen is blank and unresponsive. Caller plugged controller into the wall without the battery pack and controller powered on as expected. Once battery pack was reinstalled, the green light on the controller blinked momentarily and then went solid. However, once controller was unplugged from the wall, it was again blank and unresponsive. Caller used aa batteries in the controller and it powered on as expected. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6). Product type accessory information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.